Manufacturer narrative:
The investigation found the guidewire lumen torn out of the rx channel from the proximal rx port to the proximal end of the stent housing, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage, but the damage is consistent with removing the shipping mandrel at an angle rather than parallel to the delivery system.

Event description:
See h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the proximal part of the stent has detached and protrudes. Additional information: a new casper was used and everything worked fine. They did not try to detach it. The proximal part of the stent protrudes from itself but is not detached.